Manufacturer narrative:
Product analysis: it was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. The stylus was found to be broken. The left keyboard slide and hinge are broken. The upper hinges are worn, and the lower hinges are broken. The left and right hasp are broken, and the upper and lower bullets are missing. There is cosmetic damage on the display. The incoming tests gave an error code for the common mode/wrist electrode test, errors were found in the software history. The programmer was decommissioned as it was no longer serviceable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.